Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported damage and display anomaly on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised that the crack started from the edge of the display screen all the way to the upper right edge of the case. Customer advised the display screen was scratched and hard to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.